Event description:
On the initial report received by aso on (B)(6) 2023 consumer stated that the product caused an allergic reaction to the adhesive.on the completed cir received from the consumer on (B)(6) 2023, she stated sought medical attention, and dr. Told her to use triamcinolone acetonide ointment daily. Consumer stated the symptoms corrected after she stopped using the product. In addition, consumer confirms that the issue was with the tape area.

Manufacturer narrative:
As of (B)(6) 2023, aso reviewed records of satisfactory biocompatibility tests for this type of product, with no issues noted. In addition, the complaint database was reviewed, and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.